Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (date unknown) using an uphold vaginal support system, "the capio would not fire correctly." There is no forthcoming information regarding this event, the patient's condition, or specifics of the device malfunction.

Manufacturer narrative:
There is no information on the condition of the patient or how the device malfunctioned. The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.